Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec observed that the device had a large impact point on the right side center of the lcd touchscreen display. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that it's reasonable to conclude that the root cause of the reported issue was physical damage to the lcd touchscreen.

Event description:
It was reported that the device needed service for a cracked lcd touchscreen. During the device evaluation, ventec observed that its lcd touchscreen was unresponsive to touches. There were no reports of patient involvement associated with the reported event.